Event description:
The patient presented in the hospital with chest discomfort. Upon interrogation, low sensing, high capture threshold and low pacing impedance were observed on the right ventricular (rv) lead. An x-ray was performed and the rv lead appeared to have perforated the myocardium. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition. There was no allegation of malfunction against the rv lead and the physician alleged the electrical anomalies were related to the perforation.

Manufacturer narrative:
As received, a complete lead was returned in one piece. A visual inspection was performed and the helix was in the extended position and clogged with blood. After cleaning, the helix could be successfully retracted and extended by applying torque to the connector pin. The full measured full helix extension length was within required performance specification. A tip stiffness test was performed and the results were within required performance specification. The reported events of high capture threshold, low pacing impedance, and r-wave amplitude variation were not confirmed. A visual and x-ray examinations of the lead revealed no anomalies. Additionally, electrical testing did revealed no indication of conductor fractures or internal shorts.